Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated d damage at implant. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from original length 52cm to 59cm, and with the helix was fully extended. A stretched lead may not fully transfer torque from the distal conductor to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited high thresholds. Under fluoro the screw was deploying and retracting appropriately. However, when the lead was removed for evaluation, the screw was deployed out and unable to be retracted. The lead was replaced. No patient complications have been reported as a result of this event.